Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. At the beginning of treatment, the device burst. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.